Manufacturer narrative:
The customer's report of a leak was confirmed. Visual inspection showed that one of the pvc tubings above the drip chamber was detached from its inlet port on the drip chamber cap. Further inspection of the tubing's separated end showed insufficient solvent. The root cause of the separation was identified as insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported during a blood transfusion, drops of blood were noted leaking from above the filter chamber on the port spiked with normal saline. The filter chamber was full at the time. The set was received with a 5% dextrose 25 ml bag. There was no patient harm.

Event description:
The customer reported during a blood transfusion, drops of blood were noted leaking from above the filter chamber on the port spiked with normal saline. The filter chamber was full at the time. The set was received with a 5% dextrose 25 ml bag. There was no patient harm.